Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736355, software version: 2.0.3; product ID: 9736411, serial/lot #: (B)(6). H6: multiple annex g codes were codes for this event. G02008 was coded for software 9736355 mnav os update. G02007 was coded for ssd 9736411r 2.5in s8 2.0.x duped rfb. H3, h6: the system was serviced in the field and the hardware part was replaced. B01, c13, and d02 are applicable. H3, h6: product 9736411, serial/lot #: (B)(6) was received by the manufacturer for analysis. No issues found with the ssd. Found an application that was previously installed, and it functioned normally without failure. S.m.a.r.t data <(>&<)> self-test reported no errors on the drive. Drive functioned normally without failure. B01, c19, and d14 are applicable. H3, h6: product ID: 9736355, software version: 2.0.3 was received by the manufacturer for analysis. A software failure was confirmed. B01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a medtronic representative (rep) updated the system and it was running software app 2.1.0 and os 2.0.3. The self-test tool within stealthadmin indicated that it is running os 2.0.3, however the actual siu text that was generated was indicating that the system was on os 2.0.1 and application 1.3.2. Siu text data attached to the case and image of self-test added. Technical services (ts) confirmed that the siu had been run after the software upgrades. The system was functioning in all other ways, but ts will ship a replacement ssd. There was no patient involvement. (B)(6) 2023 e1-2 (rep): no new information.